Event description:
It was initially reported that the patient had her pump replaced recently, and then developed an infection. The patient relocated and was having difficulty finding someone to treat her because of the presence of infection. The patient was experiencing withdrawal, and was noted as being unconscious. It was noted that they suspected the patient was in baclofen withdrawal, as they believed the pump contained a "morphine/baclofen combination." It was later reported that the pump was explanted due to infection. The location of the infection or if a culture was taken were unknown. The pump was used for pain management; pump managed out of state. Morphine and baclofen were in the pump; it was believed the daily baclofen dose was 200 mcg/day. The patient also experienced high fever, tachycardia and "possible seizure." The patient remained unconscious in the intensive care unit as of (B)(6) 2011. The patient was given oral baclofen as well as, "intravenous benzos and a trial dose (50 micrograms) of lioresal with no relief" (lioresal was intrathecal).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2002, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient's body had rejected the pump and therefore it caused an infection, which caused the patient's body to shut down.